Manufacturer narrative:
(B)(4). Approximate age of device ¿ 27 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient required multiple reoperations for hematoma evacuation and wound washout. The patient subsequently developed fever. On (B)(6) 2017, the patient underwent exploration of the lvad pump pocket for evacuation and washout of hematoma. Operative culture from the pump pocket grew occasional klebsiella pneumoniae and candida albicans. On (B)(6) 2017, the patient was hypothermic with a white blood count (wbc) of 13.28 k/mcl. The patient was transitioned to hospice care. The patient expired on (B)(6) 2017 due to sepsis. The device operated as expected. Pump was not explanted. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.